Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the cause of the complete heart block 5 days post valve implant was not determined. Investigation results suggest/indicate procedural factors (pressure from the implanted valve on cardiac structures) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by a tavr patient, ¿I went through tests for the tavr. I went in to have the procedure and I had complication between the nurse and myself about one of my medicines, effient. I coded twice on the table and had occluded my stent due to not taking my effient. It (aortic stenosis) affected my life due to being out of breath, my heart was fluttering and could not walk 20 feet before being exhausted'. Medical record review revealed the patient presented with severe stenosis. During the aortic root angiography, the patient became ¿more hypotensive¿ and went into cardiac arrest necessitating CPR and acls protocol including defibrillation. A left main coronary artery thrombus was observed and cardiac arrest necessitating placement of va ECMO and pci (ptcs & des) to the left coronary system. Additionally, the patient ¿had no palpable or doppler pulses in the right foot.¿ via the left common femoral artery, antegrade perfusion to the right superficial artery was provided by a ¿guide [catheter]¿ inserted into the right sfa. The decision was made not to perform the tavr procedure. Two days later, while the patient was still on va ECMO and mechanically ventilated, a 23mm sapien 3 valve was implanted in the aortic position via left transfemoral approach. The implant was a success with no significant pvl. No edwards device malfunctions were listed. Five days post valve implant, complete heart block occurred, requiring the implant of a permanent pacemaker. The patient was discharged in stable condition with instructions to continue the present medications. The valve remains implanted in the patient.